Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure that the patient underwent tka for right knee oa, during the device check, an error message stating ¿saw is not connected¿ was displayed. Reattaching and detaching the saw interface, reattaching and detaching the saw handpiece, and restarting the system were attempted; however, the issue was not resolved. The surgery was completed successfully without any surgical delay. After the surgery, the system was restarted, and the left-side saw interface, which had functioned without issue during the previous surgery performed on the same day, was tested, and the same error message was displayed. Device check by fse is scheduled for (B)(6) 2026. No further information is available.